Event description:
(B)(6) home health rn reported pt's pump is giving error of system time out. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 35gm. Gamunex-c sdv indication: chronic inflammatory demyelinating polyneuritis. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.